Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the handheld revealed that no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld device was powered using the returned ac power supply with no anomalies. The back-up battery indicator read very low. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. The handheld performed according to functional specifications along with the returned software.

Event description:
A physician's office reported that the hand-held device (hhd) used at their site was no longer holding a charge. The product's return is expected.